Event description:
It was reported that the patient with this implantable pacemaker device received 11 bursts of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks in multiple episodes for supra ventricular tachycardia (svt) due to atrial fibrillation (af) with rapid ventricular response. There were 5 episodes with1 shock and 1 episode with 2 shocks. Battery was fluctuating and health care professional requested battery analysis. Device analysis showed the battery was depleting normally. The patient was advised to keep normal doctor appointments and continue normal device follow-up and monitoring. At this time, this device remains in service and there were no additional adverse patient effects reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Reviewed the memory log and found that while implanted the device recorded no. The pg diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Based on the battery depletion curves (no indications of intermittency) and no faults, the failure mode is consistent with normal battery depletion.

Event description:
It was reported that the patient with this implantable pacemaker device received 11 bursts of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks in multiple episodes for supra ventricular tachycardia (svt) due to atrial fibrillation (af) with rapid ventricular response. There were 5 episodes with1 shock and 1 episode with 2 shocks. Battery was fluctuating and health care professional requested battery analysis. Device analysis showed the battery was depleting normally. The patient was advised to keep normal doctor appointments and continue normal device follow-up and monitoring. At this time, this device remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable pacemaker device received 11 bursts of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks in multiple episodes for supra ventricular tachycardia (svt) due to atrial fibrillation (af) with rapid ventricular response. There were 5 episodes with 1 shock and 1 episode with 2 shocks. Battery was fluctuating and health care professional requested battery analysis. Device analysis showed the battery was depleting normally. The patient was advised to keep normal doctor appointments and continue normal device follow-up and monitoring. At this time, this device remains in service and there were no additional adverse patient effects reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.